Event description:
It was reported to philips healthcare that the heartstart mrx displayed a red x when the users turned the device off and an hourglass when the device was turned back on without running the functional test. The customer reported therapy knob with therapy pca failures in device log files. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.